Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a inspiris valve underwent valve-in-valve intervention after an implant duration of four (4) years, eight (8) months due to unknown reasons. The patient initially presented with heart failure and shortness of breath. The tavr procedure was successfully performed with a 20mm 9750tfx transcatheter valve. The patient was discharged home on pod #2.